Event description:
It was reported that: "when opening outer sterile package, discovered a crack along the back edge. Carefully opened inner pack, the inner pack and outer box are fine. Case proceeded normally."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device is implanted. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.